Event description:
Two incidents within the last 2 weeks of sheath melting. It was also observed that sparks or arcing could be seen shooting through suction/irrigation holes. This resulted in patients receiving liver burns.